Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retractor band and spring on the solenoid plunger was broken. The field service engineer replaced retractor band and spring to address the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, it detected the drawer being open even when it was closed. The customer reported that the issue resulted in a delay of approximately thirty minutes in providing the medication to the patient. There were no adverse events or injuries reported based on this incident.